Event description:
It was reported that during a ureteroscopy procedure, the fiber was inserted and there was a buzzing sound as soon as the physician put their foot on the pedal. The debris shield was checked, and it was clear. The fiber was unplugged and plugged back in but the issue persisted. When the physician switched the fiber, the fiber broke in half towards the location where the fiber connects to the laser. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber was inserted and there was a buzzing sound as soon as the physician put their foot on the pedal. The debris shield was checked, and it was clear. The fiber was unplugged and plugged back in but the issue persisted. When the physician switched the fiber, the fiber broke in half towards the location where the fiber connects to the laser. The procedure was completed using another fiber without patient complications.